Event description:
Event reported via medwatch # 3600510000-2022-8006. Balloon pump was placed on a patient when sensor failure alarm sounded. Rep was contacted via the number provided on the balloon pump machine. Rep stated that this was a failure within the catheter and not an issue with the machine itself. Rep requested further information regarding the event which was sent via email. Physician op note: an intraoperative balloon pump was then placed up the left femoral access site and positioned in the upper portion of the descending thoracic aorta. However, upon balloon pump initiation, there appeared to be a communication issue with the balloon pump console, and we could never record pressures off the balloon pump console. We were able to observe pressures however off the arterial access alone. The balloon pump was placed on standby and the patient's blood pressure appeared to be stable. The guiding catheter was then removed. The balloon pump wire was placed back through the balloon pump. The balloon pump was then pulled back and the perclosure sutures were secured down with good hemostasis in the left femoral access site. There was no patient harm or adverse event reported. This record is for the 2nd iab. Report for the 1st iab has been submitted under mfg report number 2248146-2022-00315.

Manufacturer narrative:
Additional initial reporter name, occupation & email address - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
Event reported via medwatch # (B)(4). Balloon pump was placed on a patient when sensor failure alarm sounded. Rep was contacted via the number provided on the balloon pump machine. Rep stated that this was a failure within the catheter and not an issue with the machine itself. Rep requested further information regarding the event which was sent via email. Physician op note: an intraoperative balloon pump was then placed up the left femoral access site and positioned in the upper portion of the descending thoracic aorta. However, upon balloon pump initiation, there appeared to be a communication issue with the balloon pump console, and we could never record pressures off the balloon pump console. We were able to observe pressures however off the arterial access alone. The balloon pump was placed on standby and the patient's blood pressure appeared to be stable. The guiding catheter was then removed. The balloon pump wire was placed back through the balloon pump. The balloon pump was then pulled back and the perclosure sutures were secured down with good hemostasis in the left femoral access site. There was no patient harm or adverse event reported. This record is for the 2nd iab. Report for the 1st iab has been submitted under mfg report number 2248146-2022-00315.